Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperative damage to the attune posterior saw capture size 6-8. The capture became unclipped from the 4-in-1 cutting block due to vibrations of saw blade and fell off the block onto the floor. As the saw capture landed on the floor, the red touch point snapped off from the main part of the capture. The item broke into 2 pieces, both of which have been retained. Surgery proceeded without delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned, thus the reported event could not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned for analysis. Reviewing the physical device the reported event can be confirmed. Examination of the returned attune mod post saw cap found that the locking mechanism (red lever) has broken off. The broken fragment was not returned. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.